Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot #: 2656780; catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot #: 752780; catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot #: 050480; catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot #: 967500; catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot #: 702240; catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot #: 353860; catalog #: 113635, comp primary stem 15mm mini, lot #: 867440. Reported event was considered confirmed as the x-rays showed hardware disassembly. As well as the visual examination showing that the taper adaptor had disassociated from the baseplate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown taper adapter, unknown. Unknown glenosphere, unknown. Unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03530. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's right shoulder was revised fourteen (14) days post implantation due to the taper adapter disengaging from the mini baseplate. Attempts were made to gain additional information, however none was made available.